Event description:
Clotting and leaking were observed when the PICC line was pulled back. When broken down, the line was found disconnected from the hub at the yellow strain relief. The line became stuck half way out in the pt's arm but was successfully removed.